Event description:
It was reported that during a scheduled vena cava filter retrieval, a filter limb became detached as it was being retracted into the sheath. The filter and detached limb were removed with a snare device. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The device was not returned images were not provided. The complaint investigation is inconclusive for filter limb detachment. Based upon the available info, the definitive root cause for this event is unk. It is unk if procedural factors contributed to the reported event. The current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.